Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed. The reported event may be related to a not performed pre-dilatation or a anatomy as tortuous or calcified vessels may lead to increased friction. In this case, the vessel was not pre-dilated and the vessel anatomy was calcified. The reported event also may be use-related as rough handling of the device especially during unpacking may lead to deformation and subsequent release force increase. In this case, a guide wire smaller than recommended in the IFU was used which is considered a contributing factor to the reported event. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU recommends the use of a 0.035 inch guide wire and balloon pre-dilation. Not returned.

Event description:
It was reported that during the stent placement procedure in the sfa, the vascular stent could not be deployed when using the trigger mechanism. The device was retracted without difficulty. Two shorter stents were used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent caused by the breakage of a force transmitting component. The stent was found to be partially released. The condition of the returned device indicates the presence of high release force. Increased friction is considered the reason for the increased release force and subsequent deployment failure. Potential contributing factors have been evaluated. Previously reported similar complaints have been reviewed. The reported event may be related to a not performed balloon pre-dilatation or a difficult anatomy as tortuous or calcified vessels may lead to increased friction. In this case, the vessel had not been pre-dilated and the anatomy was reported to be calcified. Reportedly, a guide wire smaller than recommended in the IFU was used which is considered another contributing factor. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU recommends the use of a 0.035 inch guide wire and balloon pre-dilation.